Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental.

Event description:
It was reported that "a 6.0mm vitallium rod broke at some point after implantation."